Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the stapler revealed the thumb pusher was detached. The loading unit was received preloaded in the device with a full complement of staples and the interlock was set. No damage was noted to the knife blade. The firing knob was reattached for functional testing. The instrument and sulu (single use loading unit) were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing it to detach or break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right colectomy open procedure, while on transection of the right colon, the stapler was taken out of the box, jaws opened and placed on tissue. Before it could be closed, it fell apart and the firing toggle came free from the device. It fell apart but it stayed in the surgeons hand and nothing fell into the patient's cavity. Everything was retrieved and removed from the field and a new stapler was used to complete the case. There was no patient injury associated to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right colectomy open procedure, while on transection of the right colon, the stapler was taken out of the box, jaws opened and placed on tissue. Before it could be closed, it fell apart and the firing toggle came free from the device. Everything was retrieved and removed from the field and a new stapler was used to complete the case. There was no patient injury associated to this event.